Manufacturer narrative:
The system and microscope were inspected by a service technician in 2009. The technician checked all functions and determined the unit to be working properly. The product labeling provides information regarding photoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to a minimum, and taking precautions to irrigate the surgical fields. The surgeon had been trained on the use of the device.

Event description:
The user facility reported an incident described as a patient burn. The patient underwent a mastectomy and free flap surgery reported to last for 12 hours using surgical microscope. A third degree burn approximately 2" by 1", oval in shape appeared superior to the incision during the surgery. An incision drape was not used to cover the surgical area. No medical/surgical intervention was necessary to prevent further damage.